Event description:
It was reported that it had been several days since the patient felt any stimulation sensation. There were no body traumas/falls/accidents that caused the issue. It was believed that the battery of the patient's implantable neurostimulator was dead due to the ins's nonfunctional state. Additional information received reported that during a replacement procedure of the patient's ins's, low impedances less than 250 ohms were measured on the newly implanted device(s). The following electrode combinations and their impedances were reported: (B)(6) 86 ohms, (B)(6) 107 ohms, (B)(6) 92 ohms, (B)(6) 929 ohms, (B)(6) 920 ohms, (B)(6) 918 ohms, (B)(6) 476 ohms, (B)(6) 468 ohms, (B)(6) 872 ohms, (B)(6) 468 ohms. The connection was separated and cleaned more than once, but it did not resolve the impedance issue; the only viable contact appeared to be #2. It was noted that the patient's last impedance readings measured on the devices being explanted were in (B)(6)2011; because of ins depletion, an impedance test could not be performed intraoperatively before explantation. It was also noted that the patient¿s walking was recently worse, and it was unknown if any falls or traumas had occurred. It was noted that the patient had a dual ins system, and it was unclear as to which device (or both) was (were) relevant to the event; the ins on the patient's right side had model#: 7426 and serial#: (B)(4). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 3387s-40, lot#: v499735, implanted: (B)(6) 2010, product type: lead; product ID: 3387s-40, lot#: v020086, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 7426, serial# (B)(4) showed no significant anomalies. The ins was at normal end of life.

Event description:
Additional review indicated only the information regarding the battery depletion of the implantable neurostimulator (ins) pertains to this manufacturer's report. All other information involving the low impedances encountered following ins replacement pertains to and has been reported in manufacturer's report# 3004209178-2012-08591. Any additional information regarding the low impedances will be reported in that manufacturer's report. Additional information from the physician indicated that the patient's lack of effect was due to normal battery depletion of the left ins. The left ins was replaced on 2012 (B)(6). It was previously unknown which of the patient's two ins's were affected. There was no patient injury and no hospitalization required. If additional information is received, a follow up report will be sent.